Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to advise that the patient reported that, "the lifevest has caused her to have gi issues such as acid reflux and heart burn due to how constricting it is". The patient also reported that, "the lifevest is so tight it pushes acid back up her esophagus". The patient went to the emergency room due to the severity of the acid reflux and began to unclasp the garment at times. Support services provided patient with larger garments, as requested by the patient. The medical outcome of the injury is unknown as follow up attempts were unsuccessful.